Event description:
New information received notes that programming changes were made and the problem was solved. The patient condition was good after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, non-sustained episodes due to post-paced t-wave oversensing were observed. Patient was asymptomatic. Programming changes were recommended.